Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two percutaneous leads (from the same lot) on (B)(6) 2008. It was reported that the pt lost stimulation on her left side, x-rays were taken and one of the leads had moved. As a result, the pt's leads were explanted and replaced. The pt now has adequate coverage.